Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch up cable to be frayed at the distal clevis hub. The frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. Failure analysis investigation also found instrument grips-tips to be bent. One grip was bent, causing side to side misalignment of the grips. There was a .053 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however, the likely cause of the bent tip remains overloading at the tip. The instrument passed the electrical continuity test. No other damaged was found. It was concluded that the bent damage may have been due to likely mishandling.

Event description:
It was reported that after completion of a da vinci surgical procedure, there was a wire sticking out of the jaws of the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.